Event description:
It was reported that the humeral stem was sitting proud during implantation. There was initial tilt with the superior and posterior fins, which sat higher than the other fins. Attempts have been made and no further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.